Event description:
Free flow episode of lidocaine and cardiac arrest ensued. The pt was given a lidocaine 50 mg bolus, then a 2 mg/min drip was started. About 8 hrs later a nurses aide disconnected the tubing from the pump so that she could change the pt's gown. The aide apparently forgot to shut the clamp on the tubing. As the aide worked on the pt, she noticed that the pt's condition worsening. The pt then began to have seizures, followed by respiratory and cardiac arrest. During the code a nurse's supr was checking the various IV solutions and noticed that the lidocaine was running wide open. The nursing staff estimates that the drip had been wide open for about 10 mins. When the error was discovered, the lidocaine was replaced with plain IV solution. The pt was successfully resuscitated. A lidocaine level was drawn after the code and was 15.6 (our normal range is 1.5 to 5). Hosp has some gowns with shoulder snaps, so that it's not necessary to unhook the tubing from the pump to change a gown, but these gowns frequently break and cannot be used in pts who go to x-ray, so the nurses tend to avoid them. Rptr has asked product evaluation committee to look at other gown options. Rptr can't come up with any way to prevent these free-flow incidents. Hosp uses lidocaine 2 grams in 500 ml premixed bags, but even if hosp had smaller bags the incident would still have happened. Education dept is aware of the dangers and educates all new employees on the hazards. Rptr would like info on any special precautions which could be taken with dangerous drugs (lidocaine, heparin, kcl, etc.)